Manufacturer narrative:
Risk assessment indicates: severity 3 (critical) reason: mistreatment can be possible. When pt is loaded again in rtt, the dose from lantis is written to rtt, so dose is missing if it was not written back correctly. Probability e (probable) reason: user manual does not explicitly describe this behavior. Corrective action -charm (B) (4) issued.

Event description:
A potential product issue has been reported with artiste linear accelerator syngo rt therapist. In the abundance of caution, this issue is being reported. The radiation of some pt is not recorded in lantis. Manual resumption is required. There was no injury reported. Initial risk analysis is complete. Initial corrective action decision is complete.